Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system "the IV needle separated at the wrong place." No further information. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: level a MDR investigation: DHR review: all challenges and inspections relating to the failure were completed successfully without any indication of issues. Qn review: no qns relating to the complaint were initiated. Eura review: the causes of the failure were not confirmed during the investigation and the occurrence of this failure does not exceed what is considered acceptable. Visual analysis: the samples returned for evaluation were inspected and tested and no issues were identified. The defect was not confirmed through the investigation. Investigation conclusion: the cause of the defect was not identified during the investigation.